Event description:
It was reported that the pt underwent an anterior diskectomy at c4-5 and 3 level anterior interbody fusion at c4-c7 using rhbmp-2/acs and resorbable interbody spacers supplemented with an anterior cervical plate to treat cervical spinal stenosis/disc bulge at c4-5 and pseudoarthrosis at c5-c7 with radiculopathy. The pt reportedly began experiencing cervical swelling and difficulty swallowing approx 5 days post-op. On the 6th post-op, the pt underwent a surgical intervention to irrigate and debride the surgical wound. A brownish hematoma was found below the deep fascia, adjacent to the cervical plate. There was no residual damage noted to the trachea, or esophagus, and all implants were noted to be intact.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable top determine the cause of the event.